Event description:
It was reported that two patients desaturated for unexplained reason during surgical procedures. One of the patients died.

Manufacturer narrative:
The user expressed that the two incidents may be unrelated to each other and that the devices not necessarily have been a contributing factor. Draeger medical has not received further information to date which would enable an investigation and is reporting this incident in abundance of caution.